Manufacturer narrative:
Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had a crack in the filter that leaked. This occurred during priming. It was stated that the saline solution leaked from a crack in the filter. There was no patient involvement. No additional information is available.